Event description:
During follow-up for an unrelated issue, the home patient (hp) stated that she was in the hospital for the last two weeks for an unknown infection. The hp stated she has been doing well currently. The hp stated that the infection was related to her peritoneal dialysis (pd) therapy but she did not elaborate on it any further. The hp stated that she has been doing hemodialysis (hd) since last week and does not know when she will be doing pd therapy again. On (B)(4) 2012, product surveillance spoke with the peritoneal dialysis nurse to obtain further information regarding the event of infection. Patient was diagnosed and hospitalized for peritonitis on (B)(6) 2012 and treated with antibiotics. Patient's catheter has been removed and placed on back up hemodialysis. Patient is considered to be in the recovering stages for peritonitis.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.